Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. It was not reported if the patient was hospitalized. On an unknown date the patient reportedly discontinued pd therapy and started hemodialysis therapy. Outcome of peritonitis was not reported. Additional information was requested, but no additional information is available.

Manufacturer narrative:
(B)(4). The date of onset of the event of peritonitis was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.